Manufacturer narrative:
Sections with additional information as of 15-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 559, 518, 499, 329 and hi. The customer¿s expected am fasting blood glucose test result is 130 mg/dl and expected pm fasting blood glucose test result range is 140-150 mg/dl. The customer feels well and did not report any symptoms. Caregiver stated she had taken customer to the hospital on (B)(6) 2023 to determine why customer's blood glucose had been running so high. Customer was not experiencing any diabetic symptoms at the time. At the hospital, the customer was diagnosed with two infections: a urinary tract infection (uti) and caregiver was unsure what the second infection had been. Customer had been prescribed an antibiotic. During the call, a blood test was performed by the customer non-fasting and produced test result of 473 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/14/2024 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 559 mg/dl, date: (B)(6) 2023, time: 10:37 am fasting . Result 2: 518 mg/dl , date: (B)(6) 2023 , time: 8:24 pm fasting . Result 3: 499 mg/dl , date: (B)(6) 2023 , time: 8:21 pm fasting . Result 4: 329 mg/dl , date: (B)(6) 2023 , time: 7:50 pm fasting . Result 5: hi , date: (B)(6) 2023 , time: 4:01 am unsure if fasting or non-fasting.